Event description:
Customer reported being hospitalized with high bg and ketones. Md advised them to call mmi to run a functional check. Checked settings and ran 5 units of insulin. Pump passed and insulin exited.